Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil (dose and concentration were described as ¿a lot¿) via an implantable pump for spinal pain. On (B)(6) 2016 the pump started to alarm. The alarm was heard. The pump was empty. The healthcare provider was no longer available. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the patient found a new physician. The pump was refilled. The event resolved. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.